Event description:
This MDR is being filed retrospectively. After a review of prior complaint information, this incident was determined to be reportable. On 05/01/2006, baxa was notified of two nicu patients receiving tpn therapy, compounded on the em600, required insulin to bring down their glucose levels. The customer reported that the nicu patient's tpn bags were compounded with just water and a manual add of sodium acetate (na ace) and did not contain dextrose. Lab tests of both bags shows glucose levels at .3% and .4% respectively.

Manufacturer narrative:
An online review of the customer's reports generated when a tpn bag that is compounded showed no dextrose added to either of the tpn bags. Further electronic information was not obtained. After the investigation, no conclusion can be drawn on this incident.